Event description:
Description of the incident: port needle or tube leaks during flushing process with nacl with pierced port. According to the user, the port needle was evacuated beforehand and the needle was intact. The needle was removed from the port and checked again; no leak was found. Potential resistance problem. With a new line, the port could be flushed without any problems. Serious consequences or possible serious consequences for the patient / user / third party: in this case no, as only nacl was injected. But is potentially severe if this occurs and would became leakage of cytotoxic drugs and port necrosis additional information via pfm medical form: the needle ez huber was giving resistance and leaking during priming with nacl, by removing the needle from the port à cath nothing special was seen on the tubing or needle itself.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 20ga x 0.75¿ ez huber safety infusion set. The sample was received with an attached syringe. Light usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the needle housing at the extension tubing exit site. Microscopic inspection of the sample during infusion confirmed a fluid path from the distal end of the extension tubing back through the housing to the leak site. The observed leakage appeared to be the result of a leak path between the tubing and the housing remaining following product assembly. This appeared to be caused by incomplete adhesive coverage. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt3967 showed no other similar product complaint(s) from this lot number.

Event description:
Description of the incident: port needle or tube leaks during flushing process with nacl with pierced port. According to the user, the port needle was evacuated beforehand and the needle was intact. The needle was removed from the port and checked again; no leak was found. Potential resistance problem. With a new line, the port could be flushed without any problems. Serious consequences or possible serious consequences for the patient / user / third party: in this case no, as only nacl was injected. But is potentially severe if this occurs and would became leakage of cytotoxic drugs and port necrosis additional information via pfm medical form: the needle ez huber was giving resistance and leaking during priming with nacl, by removing the needle from the port à cath nothing special was seen on the tubing or needle itself.